Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 50 mg/dl. Low bg cause was not known. The customer did not provide how they addressed the low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.